Event description:
It was reported after discussing the patient's nurse filling the pump that one time when the nurse came the patient was unresponsive and the nurse called an ambulance. The exact date was unknown, but it was the beginning of 2002 or 2003. It was further reported they thought this was happening because the nurse ¿missed.¿ it was noted ¿they put a drug in her body to stop the pump.¿ it was unclear what was meant by this. The pump was being used to deliver morphine, but the dose and concentration were not specified. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l41861, implanted: (B)(6) 1997, product type: catheter. (B)(4).